Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 14.6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was worn on the abdomen for more than 48 hours. The patient stated it did not appear to be delivering insulin properly. The patient further reported the pink slide did not move forward, is not visible in the viewing window, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible and appeared normal. There was no impact to the patient's glucose level reported, and no information regarding treatment provided.